Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The customer consumed food to raise bg level. System check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue. A recommendation was made for the customer to consult the healthcare provider regarding bg level.